Manufacturer narrative:
The events of "granuloma, lymphadenopathy" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma, silicone migration, lymphadenopathy, rupture.

Event description:
Healthcare professional reported for right side "axillary lymphadenopathy", "3-4cm mass was found in the lymph node image, it was strongly scattering and hyperechoic", "lymph nodes appeared to be hyperechoic, similar to silicone granulomas", "in theory, I still suspect that the silicone bag was damaged". The device remains implanted.